Manufacturer narrative:
Initial reporter information unavailable at the time of filing. A manufacturer representative went to the site to test the equipment. It was found that the beeping came from the digital drive board. The digital drive board was replaced, and the drive motion sensitivity was calibrated. The imaging system then passed the system checkout and was found to be fully functional and ready for use. The digital drive board was returned to the manufacturer but was under analysis at the time of filing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system was having issues driving. When the system is driven between rooms, it will occasionally stop working and there will be a beep from the image acquisition system (ias). There was no patient present when this issue was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the system was able to be driven by manually pushing the system. When the system would experience this drive issue, the site would drive/move the system around by manually pushing it.

Manufacturer narrative:
Device evaluation: analysis was completed for the digital drive board that was returned. Through visual/physical examination, functional testing, and performance testing, the reported issue was confirmed. The digital drive board was installed into a test system. The e-stop cleared and the system booted and readied. The voltage readings were checked on both potentiometers; they should be between 2.4 and 2.6 vdc per the service manual. The lower potentiometer read 2.372 vdc, and the top potentiometer read 1.743 vdc, both of which were low readings. The potentiometers were adjusted to meet specifications and the board functioned correctly. Analysis determined there was an electrical failure with the digital drive board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.